Manufacturer narrative:
(B)(6). (B)(4). For 4 of the 4 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the link 25 system was re-calibrated, to resolve 1 event the o2 proportioning assembly, o2 and n2o module with solenoid and needle valve were replaced, for 1 event the flows sensor and zero calibration resolve the issue. For 1 event, the biomedical engineer troubleshot the issue with (B)(4) healthcare technical support. It was recommended to change the flow sensor and to use a test lung when checking the system.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced inaccurate delivery. 2 events were reported for malfunction resulting in more than 20% over delivery of tidal volume, and 2 events reported for a malfunction resulting in the potential for a hypoxic mixture in the patient circuit. These reports were received from various sources. Of the 4 events, 4 did not involve patients.